Manufacturer narrative:
A cardiac perforation was reported. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported cardiac perforation could not be conclusively determined. Per the IFU, cardiac perforation is an inherent risk during the use of this device.

Event description:
Related manufacturing ref 3005334138-2018-00032, 3005334138-2018-00033, 2182269-2018-00025, 3005334138-2018-00034, 2030404-2018-00009, 2184149-2018-00017. Following an atrial fibrillation procedure, a cardiac perforation was observed. During the procedure, the impedance rose while ablating. Additionally, the catheters were not in the correct position on the mapping system and the procedure could not continue. The patient became hypotensive following the procedure and an echocardiogram was performed which revealed a pericardial effusion. Open heart surgery was performed to treat the perforation. The patient was discharged from the hospital in stable condition.